Manufacturer narrative:
This case was assessed as reportable to the FDA, as the events injection site infection and injection site oedema, were deemed to meet the serious criteria of hospitalization. The device history record for radiesse + lidocaine, lot number a00119480, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted related to this lot.

Event description:
This spontaneous report was received from a brazilian biomedical via a customer service and concerns a female patient. She was injected with radiesse(+), for collagen biostimulation, on (B)(6) 2024. Batch number was reported as a00119480 (expiry date: 31-jan-2025). The batch record review was received and the lot number for radiesse(+) was confirmed as a00119480 (expiry date: 31-jan-2025). A lot search in the global safety database was conducted. The biomedical reported that the procedure was performed with disposable supplies and sanitized according to the biosafety protocols. After the procedure, the patient performed the massages as instructed. Radiesse(+) was diluted with 4.5 ml of saline solution, on (B)(6) 2024 (product preparation issue, off label use of device). On (B)(6) 2024, after the radiesse(+) injection, the patient experienced exacerbated edema. On (B)(6) 2024, the patient was hospitalized. Blood test, a CT scan and an antibiogram were performed. It was detected that there was bacterial contamination. The patient remained under observation and with medical supervision, and she was recovering. The outcome of the events was reported as resolving.